Event description:
The customer states that the ortho provue gel camera read the first microwell of an abo forward grouping test as 1+ when visual inspection was negative. No erroneous results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and performed a camera adjustment. The fe also set the brightness at 116 and generated a new reference image. Repairs have returned the instrument to expected operation.(B)(4)